Manufacturer narrative:
A4 b5

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. Reportedly, the customer regained connection. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. The customer declined additional assistance from tandem customer technical support (cts) as the customer was no longer receiving the alert. No additional patient or event information was available.